Event description:
It was reported that after a routine lunch announcement and consumption of the usual carbohydrate amount, blood glucose rose above target while using the ilet, and the user attributed the event to the device¿s early learning period. Symptoms included hyperglycemia. Outcomes included correction of the elevated glucose with return to range and no alerts, alarms, hospitalization, or medical intervention. Investigation included case review and troubleshooting with user education. Investigation of this case revealed no device alarms or malfunctions, and the event was consistent with expected glycemic variability during initial adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.